Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy, the tip of the shaft was broken off but no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4) investigation summary: the instrument was received with the electrode tip bent and not detached nor broke off as reported the shaft sheath was found to be damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. No conclusion could be reached as to how the tip of the electrode got bent. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.